Event description:
Seprafilm did not work (device ineffective). Case description: spontaneous report received on 01/29/2008 from consumer regarding a female postoperative adhesion pt, initials l-s. In 2007, the pt underwent a laparoscopic procedure. Seprafilm was placed on the abdominal wall and the intestines. On an unk date, the pt underwent an adhesion removal procedure. The pt stated that "the seprafilm did not work". At the time of this report, the outcome of the pt was unk. No further info provided. Qa investigation results received in 2008: no sample was returned and no lot number was provided by the user facility, therefore, genzyme qa is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.

Manufacturer narrative:
Eval summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.